Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was unable to charge the ilet while traveling, after which the device was charged and insulin delivery was resumed; during the period without charging, the patient did not revert to alternative therapy and no alerts or alarms were reported. Symptoms included vomiting and hyperglycemia, with a reported blood glucose high of 368 mg/dl for about 12 hours outside target range. Outcomes included transient symptomatic illness without hospitalization or professional medical intervention. Investigation included review of the event details and user-reported troubleshooting and education. Investigation of this case revealed user management of power availability as the contributing factor, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with device not being charged and lack of back-up therapy during interruption of insulin delivery.